Event description:
Pediatric nurse had transferred tpn from syringe into burette chamber of "smart site burette set." While she was hanging the tpn in the patient's room the tubing came apart where the spike tubing is joined to the burette. We had reported this same issue to carefusion in april when a different lot was involved. I will scan you their response.====================== health professional's impression======================no adverse event- tubing came apart====================== manufacturer response for burette IV tubing, smartsite burette set- microbore tubing- 4 needle -free valve ports======================march 26, 2010-two defective tubings from a different lot with the exact same issue sent to manufacturer in april 2010. One had been set up with tpn and came apart before it was hung and the other was taken fresh out of the package and came apart. Manufacturer responded on june 4,2010..."during visual inspection of the set, it was noted immediately that the microbore tubing was completely separated from the top cap middle port. Visual inspection under a microscope showed insufficient solvent application on the pvc tubing at the engagement during manufacturing process. However the root cause of failure was not identified."